Event description:
It was reported that this right ventricular (RV) lead exhibited high out-of-range (OOR) shock impedance measurements. Technical Services (TS) recommended considering RV lead replacement if the average shock impedance exceeds 150 ohms. No adverse patient effects were reported. This lead remains in service at this time.

Manufacturer narrative:
This product was manufactured prior to implementation of Unique Identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable US product data has been included in this report.This product investigation is still in progress. This report will be updated when product investigation is complete.